Event description:
It was reported that patient with 25mm 2800 aortic valve, implanted in the pulmonary position, underwent a valve-in-valve after an implant duration of eight years, six months due to unknown reasons. The tpvr was performed with a 26mm 9600tfx valve.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that patient with 25mm 2800 aortic valve, implanted in the pulmonary position, underwent a valve-in-valve after an implant duration of eight years, six months due to pulmonary stenosis and severe pulmonary insufficiency. The patient presented with shortness of breath. The tpvr was performed with a 26mm 9600tfx valve. The patient tolerated the procedure well and was transferred to the cpru for recovery.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: (component codes, health effect - clinical code, device code(s), and type of investigation).

Manufacturer narrative:
H10: additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The root cause of this event was most likely due to patient related factors and the progression of the underlying valvular disease pathology contributed to the event.